Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are not sure if the therapy is working properly because they are feeling shocking vibration going all the way down their leg. Patient stated they went to the hospital on (B)(6) 2024 and since after the hospital visit they are noticing the shocking vibration. Patient stated the physician assistant (pa) they see recommend getting the ins checked. Patient stated they are not sure if the implant needs to be reprogrammed because pt is having other issues with their back and their back has gotten worse. Patient asked to meet with rep at hcp office. Patient service reviewed reps role and recommend patient consult with healthcare provider office for next steps. Agent provided nas number for hcp to call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.